Event description:
It was reported that during an unknown procedure, when implanting, after a half-turn, the nail was found to be broken, then stopped. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One sterile 7207677 sterile biorci-ha 7x30mm screw used for treatment, was returned for evaluation. The complaint stated: ¿after a half-turn, the nail was found to be broken¿. There were fragments of product returned along with one body portion. Not all fragments were returned. There is bio-matter attached. The main fracture occurred approximately 13mm down from the product head. There is evidence of torque and stress fracture. The head shows scuffs where stripping began. Threads have been compressed, rolled, cracked and pushed backward from force. Fracture indicates difficulty with proper insertion. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. Excessive force should not be placed on the delivery instrument.¿ it is unknown whether the instructions for use recommendations and warning were abided by. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that when implanting, after a half-turn, the nail was found to be broken, then stopped. A backup device was used to complete the surgery. No significant delay or patient injury reported.